Event description:
Asr revision recommended, asr xl acetabular system - right, reason(s) for revision: unknown. Update- added taper sleeve, added hospital and added date of revision taken from claimsuite dated (B)(6) 2012. Bi-lateral patient- for left hip see (B)(4). Update - amended original surgery date taken from claimsuite dated (B)(6) 2014 bi-lateral patient. For left side see (B)(4).

Event description:
Asr revision; asr xl acetabular system - right; reason(s) for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision recommended. Asr xl acetabular system - right. Reason(s) for revision: unknown. Update- added taper sleeve, added hospital and added date of revision taken from claimsuite dated october 29th 2012. Bi-lateral patient- for left hip see (B)(4). Update - amended original surgery date taken from claimsuite dated 13th feb 2014. Bi-lateral patient. For left side see (B)(4). Update - amended product description for sleeve on 25th april 2014. Update received: 29th may 2014 - added reason(s) for revision: alval / soft tissue reaction and added manufacturing dates.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.